Event description:
The response stem fractured and broke at the mid-line. Pt is 82; retired; 39 inches tall and weighs 202 lbs. Pt fell 18 month ago and just began complaining of thigh pain and could not walk on 9/8/1999.